Event description:
Customer's girlfriend reported customer received high glucose reading from their freestyle lite meter and customer self-administered with extra dosage of insulin. Customer's girlfriend reported after the insulin treatment customer became unresponsive. Paramedics were called and treated customer with "sugar water" intravenously and food. It is unclear what reading the customer obtained prior to his event. There is no report of death or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.